Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device plastic packaging was broken. An encore balloon catheter inflation device was selected for use. During unpacking of the device, it was noted that the plastic packaging became broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tray was visually inspected and was found with a crack near the handler section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the device plastic packaging was broken. An encore balloon catheter inflation device was selected for use. During unpacking of the device, it was noted that the plastic packaging became broken. The procedure was completed with another of the same device. No patient complications were reported.